Manufacturer narrative:
At the time of this report the complaint device has not been returned. Once the device is returned an investigation will be performed and a follow up MDR will be submitted. Device . Not returned.

Event description:
It was reported that during a procedure the jaw and trigger of the ligasure device "wouldn't open and close properly." No patient injury was reported by the user facility.

Event description:
It was reported that during a procedure the jaw and trigger of the ligasure device "wouldn't open and close properly." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with visible biological material on the jaws; evidence that it was clinically used. The jaw functionality was tested and confirmed to be acceptable as the device was able to actuate, locked/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be properly aligned. The blade trigger was tested and verified to maintain proper movement and did not stick or derail when activated. The device was then confirmed to pass cut testing as it was able to successfully make three (3) consecutive cuts without any bunching; fraying; or making any incomplete or unclean cuts on tyvek material. Sss's instructions for use state: ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿open the jaws by squeezing the white movable handle until it unlocks, then push it completely forward.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This initial report was filed due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck due to the blade derailing even though there was no patient injury in this event and because the device had not been returned to confirm if the blade was derailed or not. However, the device investigation showed the device functioned as intended and the blade was not derailed so this event no longer fits into the reportable category. The reported event is not occurring more frequently or with greater severity than is usual for the device.